Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device display is illegible because it rubbed against a metal wire, and the damage interferes with her ability to view the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window is scratched due to a mechanical impact. Therefore, the display is no longer fully readable in the area where therapy-relevant information is visible. The insulin pump should not be exposed to high mechanical forces.